Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies. Review of provided patient x-rays by depuy international finds the implant has subsided during the 3 years 1 month in situ. The stem position appears in alignment with the femoral anatomic axis in the ap view, however, could be off the anatomic axis laterally. The stem appears to be well fixed distally with evidence of bone remodeling. The reason of the subsidence cannot be determined. It could be due to the patient's smoking habits and/ or poor bone quality as stated in the complaint description. The immediate post op x-ray is not available and would be required to measure subsidence and review the primary implantation position. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent revision surgery. The stem was well fixed distally, but was loose proximally. Patient is a heavy smoker and had poor bone quality for a patient of (B)(6). Surgeon who performed revision surgery suggested the stem never really had bone ongrowth proximally (leading to subsidence).